Event description:
Attorney alleges product label did not sufficiently distinguish the implanted pfc sigma tibial insert from pfc modular tibial inserts. Surgeon implanted sigma insert with pfc modular tibial tray. Attorney claims components did not fit properly, resulting in unstable, painful, and nonfunctional knee that wore out and required replacement.